Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, during a follow up, there was a type iii separation endoleak. The physician stated that bilaterally the ectatic/aneurysmal common iliacs have continued to degenerate post index procedure. This resulted in the most distal stent graft, endurant 16x26x93 on the right, to separate from the endurant 16x16x82 stent graft proximal to it and the most distal stent graft endurant 20x20x82 on the left to separate from the endurant 20x20x82 stent graft proximal to it. Per the physician the cause of the type iii separation endoleak was due to disease progression/degeneration. An endurant 16x20x199 was implanted in the left iliac, which bridged the separated components in the left iliac. An endurant 16x28x156 was implanted in the right iliac, which bridged the separated components in the right iliac. Upon reviewing the completion angiogram, no endoleaks were seen and the physician stated the issues were resolved. Additionally, the physicians stated he did not believe the graft component separations to be device related, but rather anatomy related. He stated that the use of stiff wires during the index procedure likely allowed for successful deployment of the limbs and demonstrated no endoleaks at the time of the index procedure's final angiogram. He then stated that when the stiff wires were removed the extremely degenerated and tortuous iliacs likely pulled the components apart. No angiograms were completed after the stiff wires were removed. It was also noted that this patient was not compliant with follow up, and this led to the late discovery of the endoleaks. No additional clinical sequelae were reported and the patient is fine.